Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the customer's healthcare provider was still adjusting the pump settings. Bg was addressed with orange juice and crackers.